Event description:
I use varisoft infusion sets. The tubing wore away/ripped off at the connection to my t-slim insulin pump. The tubing looked like it was worn away as it looked very thin, kinda like if you pull and bend a plastic tube it will eventually break. This is the third time this has happened in the last month. The first two times it happened; I blamed it on a new pump case I was using. However, the third time it happed, I had switched back to my old case which I had been using for the past 4+ years and never had this problem. Unfortunately, I didn't get photos of the set, as it didn't occur to me that it could be a faulty infusion set until I googled it. Patient code: 1905. Device code: 1153; 4008. Reference report#: mw5182507; mw5182508.